Event description:
Additional information was received from the patient (pt). They reported that they received replacement controller but the back door does not fit. Pt also stated they needed help with pairing controller and implant. Pt mentioned when they put battery in replacement controller, they saw a foreign language but was then able to change to english. Agent walked pt through pairing and pt saw controller at 60% and implant empty recharging excellent. Agent reviewed to fully charge controller then charge the implant. Agent sent email to repair to replace larger back cover for controller.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# unknown, product type: unknown; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger cord was breaking up and was getting so like it was melting. Pt also said that when trying to recharge the implantable neurostimulator (ins), the controller battery was charged to 100% but a message saying batteries low replace controller batteries soon would appear. Agent reviewed screen meaning with the pt. When asked for the event date, pt said that it was a couple weeks ago that they noticed the recharger was getting hot and that it was yesterday when they saw the exposed wires. Pt said that their hip and legs hurt so bad when the ins wasn't charged to the point where they could hardly walk and they didn't want to be in a situation where they couldn't recharge the ins. A replacement recharger (rtm) was sent out.  2023-dec-01 rtg0512636, sap ecc service and repair 000303463425 (con): additional information was received from a patient (pt). It was reported that they received the recharger replacement but that they are still having equipment issues. Patient reported that something is wrong with their battery pack because they are still getting the replace controller batteries message. Patient stated that they also get a message to charge their controller but then after that message appears they are unable to charge the controller. Patient noted that they will get the charge the controller message and then it will flash away. Patient mentioned that last night they were charging for 2 hours and charged 50%; they tried over and over again to get a charge in the implant. Agent walked patient through a reset of the controller; patient confirmed that the controller powered back on and then re-inserted the battery pack. Agent had the patient inspect the controller port for any damage; patient stated they are partially blind and can only see 4 of the pins but that they look fine. Agent had the patient start a charging session; patient stated they are recharging excellent. Agent confirmed that everything is working as intended on the call. Agent advised the patient to monitor this issue and call back for any further assistance. Pt called back repeated they received a replacement recharger but continued to have issues when recharging the ins and noted they saw the recharging needs attention message and cable disconnected message even though the recharger was plugged into the controller. A replacement controller was sent out.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for analysis and found the device was chewed on by an animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.